Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5078360) on 20-jul-2018. The most recent information was received on 06-nov-2018. This spontaneous case was reported by an other health professional and describes the occurrence of device dislocation ("essure device in the right pelvis but the left one is not visualized/pelvic area did not identify the missing device") and uterine scar ("tissue present obstructing the view of tubal ostia") in a female patient who had essure (batch no. Cs000z1) inserted. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and uterine scar (seriousness criterion medically significant). At the time of the report, the device dislocation and uterine scar outcome was unknown. The reporter provided no causality assessment for device dislocation and uterine scar with essure. Diagnostic results: hysterosalpingogram revealed essure device in the right pelvis but the left one is not visualized. Fluoroscopy of the lower abdomen and its surrounding pelvic area did not identify the missing device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.